Event description:
For three days patient has had 6 red heart alarms and the controller has been getting extremely hot. No problems found on interrogation. Controller changed in the clinic and a different controller was also given for backup.